Event description:
It was reported to baxter (B)(4) that the patient luer adapter was observed cracked after filling. The device was being filled with popscaine fentanyl citrate hydrate. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: only the male luer and the blue winged cap of the infusor were received by baxter for evaluation; the rest of the infusor was not returned for evaluation. The reported condition of "cracked luer adaptor" was confirmed; a visual examination found the male luer and the blue winged cap to be damaged. In addition, there was also some sort of tool mark on the damaged luer and the blue winged cap. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.